Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the proximal end was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the lead cable was damaged. No patient complications were reported.